Event description:
The customer reported that the mobile app had frozen while delivering a bolus using an iphone 17 pro max with ios version 26.1 and app version 3.5.2. There was no reported adverse impact. Technical support instructed the customer to uninstall and reinstall the app, which successfully resolved the issue by allowing the pump to pair with the mobile app again.